Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained ventricular oversensing due to lead noise was observed. The lead was capped and competitively replaced. Patient monitoring will continue.